Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had a defective distal tip. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 corrected fields: d10, e4, g2 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the acoustic lens is peeled, the adhesive around the objective lens had a chip; the adhesive around the lg lens had a chip. A definitive root cause for the peeled acoustic lens could not be identified. Based on the results of the investigation, the most likely cause was not established. A definitive root cause for the chipped adhesives could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.